Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose and allege insulin pump was under delivering. The customer¿s blood glucose level was 35 mmol/l which was treated with needles. Customer stated that insulin pump was not working well. Customer was neither in emergency room nor admitted into hospital. The customer stated that the drive support cap was normal. Customer was performed high pressure test and it was failed. The reservoir will not be returned for analysis.